Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 75% stenosed lesion was located in a severely calcified and moderately tortuous right coronary artery. The 4.0x20mm quantum maverick balloon was inflated twice and on the second inflation the balloon ruptured. It is unknown to what atmospheres each inflation was. The balloon was removed intact. The procedure was completed with a different device. The patient status is listed as good with no complications reported.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. A lead tip stiffness test was found to be within specification.